Event description:
It was reported that a pilot guidewire was used to forcibly dig through a totally occluded, right coronary artery (rca) lesion. The device was removed and the tip was noted detached and deeply embedded in the rca lesion. There was no intervention to remove the tip. There were no additional adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the hi torque guide wire instructions for use (IFU) describes: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the information reviewed, there is no indication of a product deficiency.